Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent a surgical procedure (date not reported) to have a new abutment placed; during this procedure a sleeper device was implanted.